Event description:
Hospital advised foot operated wheel locks are loosening up after about half a dozen times. Hospital has tried to tighten them twice. Hospital advised had a couple but could not provide any serial numbers. Hospital advised screws do not have any holding power.